Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the cartridge leaked at the connector interface, resulting in elevated blood glucose that reached 549 mg/dl for approximately 12 hours until the user changed the cartridge and corrected the issue; the user had been assembling the cartridge to the connector before placing it in the pump and was instructed on the proper order of assembly. Symptoms included headache. Outcomes included device alarm for high glucose and recovery of glucose after supply replacement, with no outside assistance or medical intervention. Investigation included user interview and troubleshooting focused on cartridge-to-connector assembly and inspection of use technique. Investigation of this case revealed leakage at the cartridge-connector interface consistent with an assembly/use error; the device functioned after the cartridge was replaced. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to assembly order.